Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 337 mg/dl. The customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.